Manufacturer narrative:
The reported complaint was not duplicated but the reported da pcba adc failed was logged in the diagnostic event log. Communication failure occurred in da to mc cable, which was determined to be a cause of the reported issue. Cable was replaced and mc board retention bracket was attached to prevent recurrence.

Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician confirmed the reported issue. The occurrence of da pcba adc failure was also confirmed in the diagnostic event log. Resolution and disposition da-mc (data acquisition to motor controller) cable replacement will be performed to address the reported issue.

Event description:
The international customer reported that during pre-check the v60 unit displayed occurrence of a vent inop alarm of da (data acquisition) pcba (printed circuit board) adc (analog-to-digital converters) failed. There was no patient involvement.